Event description:
It was reported that there was a kinked at the venous line. Customer cut the tube and replaced it with a connector. Customer states that flow profile changed during perfusion. No harm to any person has been reported. #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
Trackwise #(B)(4).

Manufacturer narrative:
It was reported that there was a kinked at the venous line. The failure was detected during visual control. The customer stated that they used the product despite the kink. The customer stated that flow profile changed during perfusion. The customer cut the tube and replaced it with a connector. No harm to any person has been reported. The mitigation is covered in the instruction for use (IFU) of the device: mit-005: IFU warning: damage to the device or packaging. A non-sterile or defective device can result in patient infections. Perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. Perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. The customer provided pictures of the reported failure ¿kink at tube¿. Based on this, failure could be confirmed. The production history records (dhrs) of the affected be-hqv 25900 with lot# 3000246159 was reviewed on 2022-10-18. According to the DHR result, the product be-hqv 25900 passed the defined manufacturing and final release specifications. Thus production related error cannot be confirmed. The packaging sample of the set be-hqv 25900 (material #701018472) was evaluated by getinge r&d on 2022-10-31 in regards to the reported failure. Be-hqv 25900 (material #701018472) set is updated to version 44 on 2022-11-10. There is now a ¿u¿ connector added to connect the arterial and the venous lines to avoid kink. The request to change was received from the customer in the meantime during investigation of this complaint. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.